Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been visiting the hospital frequently with the complaint of repetitive fever post cochlear implantation. On (B)(6) 2017, it was decided to explant the device as the patient suffered again of fever, possibly indicating some sort of infection and/or meningitis. Explantation was scheduled for (B)(6) 2017, in order to prevent any further complications. No further information has been received at this time.

Manufacturer narrative:
According to the received information the patient had been visiting the hospital frequently with the complaint of repetitive fever post ci implantation, possibly indicating some sort of infection. Despite multiple requests no information regarding the type of infection has been received. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. Additionally received in situ measurements show two channels to be involved in a short circuit for yet undetermined reasons. Further more the reported lack of connection with the internal implant seems to be device unrelated and to be likely attributable to a temporary swelling of the skin flap due to the reported infection. No further information concerning the planned explantation have been received.

Event description:
The patient has been visiting the hospital frequently with the complaint of repetitive fever post cochlear implantation. On (B)(6)2017, it was decided to explant the device as the patient suffered again of fever, possibly indicating some sort of infection and/or meningitis. Explantation was scheduled for (B)(6) 2017, in order to prevent any further complications but so far it has not taken place. Despite several requests, no further information has been received.